Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had not been delivering insulin correctly. The customer stated that the daily totals were incorrect. The customer then stated that 19% of the basal rate and 81% of the bolus were delivered, but that the insulin pump data showed that 47% of the basal rate and 53% of the bolus had been delivered. Nothing further was reported.